Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was at the site. The patient replaced infusion sets and resumed insulin successfully. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - revision (B)(4) of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6013129, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6013129 was manufactured according to the work instruction (wi) version 101 and packaging in the machine multivac 14 on 10-may-2025, with a total of (B)(4) units. The sub-assembly, welding of the lot 5d03588 was manufactured according to the wi version 34 and manufactured in the machine ls11 on 01-may-2025, with a total of (B)(4) units. The sub-assembly, welding of the lot 5d03689 was manufactured according to the wi version 34 and manufactured in the machine ls06-ls07 on 08-may-2025, with a total of (B)(4) units. The sub-assembly, welding of the lot 5d03587 was manufactured according to the wi version 34 and manufactured in the machine ls06-ls07 on 07-may-2025, with a total of (B)(4) units. The sub-assembly, welding of the lot 5d04865 was manufactured according to the wi version 34 and manufactured in the machine ls24-ls25 on 10-may-2025, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 5c04822 was manufactured according to the wi version 39 and manufactured in the machine gluing 3 on 24-mar-2025, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 5d03572 was manufactured according to the wi version 39 and manufactured in the machine gluing 3 on 04-may-2025, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 5d03574 was manufactured according to the wi version 39 and manufactured in the machine gluing 3 on 05-may-2025, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 5d03575 was manufactured according to the wi version 39 and manufactured in the machine gluing 3 on 07-may-2025, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 5d03700 was manufactured according to the wi version 39 and manufactured in the machine gluing 3 on 03-may-2025, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 5d04878 was manufactured according to the wi version 39 and manufactured in the machine gluing 3 on 06-may-2025, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 5d04879 was manufactured according to the wi version 39 and manufactured in the machine gluing 3 on 07-may-2025, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 5d03699 was manufactured according to the wi version 39 and manufactured in the machine gluing 3 on 01-may-2025, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 5d04880 was manufactured according to the wi version 39 and manufactured in the machine gluing 3 on 08-may-2025, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 5e02183 was manufactured according to the wi version 39 and manufactured in the machine gluing 3 on 10-may-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Extended inspection is not related with the claimed malfunction. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.